Manufacturer narrative:
Lumenis investigated the reported event contacting the distributor to obtain; patient treatment settings, patient information, patient photos, and sun exposure, only patient photos were provided. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred. Although no information was provided by the distributor about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in service at the user facility. A lumenis healthcare professional evaluated the provided patient photo concluding: "the current complaint is pih at 2 months after the procedure (information obtained by phone call with the distributor) below the eye region with a double pass technique which is outer manufacturer's guidelines. This led to prolonged downtime and excessive skin reaction as the treatment approach was more aggressive than the recommended one by the manufacturer. It is very hard to determine the change of pigmentation on the picture as it coincides with the eye trough shade". "The injury is minor, did not require any medical intervention and will clear by itself overtime." Lumenis concluded the probable root cause of the reported event to be operator error, a failure on the part of the device operator to follow the device labeling instructions. This complaint has been determined to be reportable per MDR decision tree, since lumenis believes that hyperpigmentation is presumed permanent if still present after 30 days.

Event description:
A foreign distributor reported that one (1) patient sustained hyperpigmentation on face area following treatment with a lumenis resurfx laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.